Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed. A probable cause could not be determined. No additional patient or event information is available.